Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair was in drive lockout, wiggle the mercury switch and got the chair to go into drive temporarily.